Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "having trouble with their textured implants, going to be doing an aspiration of fluids."

Event description:
Patient reports "having trouble with their textured implants, going to be doing an aspiration of fluids." This report is for the right side. Device status is unknown.